Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report device causing damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The posterior valve was misshapen, and the anterior leaflet was thin, causing the leaflets to be hard to visualize. An ntw was inserted but was unable to successfully grasp both leaflets; therefore, it was removed and replaced. An xtw clip was inserted and successfully deployed without issues. To further reduce mr, an ntw clip was inserted and grasping was performed close to the implanted clip. However, grasping was difficult and during grasping, the clip came in contact with the xtw clip. The xtw clip tore through the posterior leaflet, causing it to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). Since the ntw was unable to grasp the leaflets, it was removed and replaced. To stabilize the slda, an additional xtw was inserted and successfully deployed. However, mr was unable to be reduced and remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, the reported device damaged by another device was a result of procedural circumstances/user technique. A conclusive cause for positioning failure could not be determined in this complaint. The reported poor image resolution was due to challenging patient anatomy. There is no indication of product issue with respect to manufacture, design or labeling.